Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, a conclusive cause for the reported single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip was implanted, reducing mr to a grade of 1. On (B)(6) 2019, echocardiogram was performed and showed that mr had increased to a grade of 4 and the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, a second mitraclip procedure was performed to stabilize the previously implanted clip. Two additional clips were implanted, one medially and one laterally, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.